Event description:
It was reported that their was oversensing on the right ventricular (rv) lead and right atrial (ra) lead it is suspected that this is due to electromagnetic interference (emi). It was also noted that there was an alert on the rv lead for high defibrillation impedance, the rv defib impedance is chronically high. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.